Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a prolapsed posterior. It was noted that after the steerable guide catheter (sgc) was inserted into the left atrium and the tip caused a pericardial effusion. An xtr was implanted. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Chordal rupture was observed after the slda. No additional clips were implanted. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated. The returned device analysis did not perform function testing/analysis as there were no issues reported related to the functionality of the sgc. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on available information, a cause for the reported pericardial effusion could not be conclusively determined. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.